Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported having high blood glucose. The customer also believed his basal was not being delivered. The customer stated his blood glucose was 105 mg/dl this morning. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. The customer's drive support cap also appeared to be normal. It was also found insulin was able to exit from the tubing during a manual prime and there was no leak present during troubleshooting. Customer stated he wanted someone to assist him face to face. Customer's blood glucose was 253 mg/dl at the time of the call. No additional information provided.